Event description:
It was reported that after a gastric sleeve procedure involving a reload, there was bleeding from the staple line at the gastric sleeve. The bleeding was described as oozing, minimal, or moderate. A suturing was required as staple line reinforcement to control the bleeding. The patient required extended hospitalization.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after surgery involving a reload, there was bleeding from the staple line at the gastric sleeve. The bleeding was described as oozing, minimal, or moderate. A suturing was required as staple line reinforcement to control the bleeding. The patient required extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.